Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection for an unknown length occurred. Data investigation completed on 03/14/2019 confirmed a loss of connection greater than an hour. The probable cause was determined to be potential patient misuse-. No additional patient or event information is available.